Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump was not running properly; pump tubes continued to run when they shouldn't. This was discovered during a procedure, with no reported patient harm. Additional information received 05/02/2024: event occurred during a shoulder procedure on (B)(6) 2024, ar-6410 tubing was used with the pump and pump settings were set to default 50 mm hg, the case was completed with a different pump and the same tubing.